Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty locking the luer connector to the ilet pump, resulting in use of the pump with the connector in the unlocked position and repeated challenges assembling the cartridge and connector outside the pump; remote troubleshooting and education were provided, including rewinding the pump, placing the cartridge in the pump before attaching the connector, after which the spouse successfully locked the connector, and replacement cartridges were arranged. Symptoms included hyperglycemia with a reported blood glucose of 258 mg/dl for a couple of hours without ketone testing, emergency care, or backup therapy. Outcomes included no reported injury and no medical intervention. Investigation included customer interview, device-use review, and remote operational assessment via video. Investigation of this case revealed user handling and assembly technique as contributory, with the connector able to lock when assembled per instructions. It was concluded that the device functioned as designed and that the event was attributable to user technique, mitigated by education and replacement supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.